Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient stated the occlusion event occurred earlier in the day. The patient resolved the issue by changing the soft cannula infusion set and resuming insulin. The patient reported that the infusion set cannula was bent, and the symptoms were noticed within 3 hours of insertion. The site was inserted in the abdomen and upper buttocks, and the patient regularly rotates the site location. The site area was not impacted, and the patient confirmed the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.